Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient experienced pain and discomfort at the implantable pulse generator site. Patient underwent a revision on (B)(6) 2021 wherein the physician revised by making the pocket larger and the ipg was repositioned for more comfort. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.